Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an implantable pulse generator (ipg) was explant procedure and the explanted ipg will not be returned at it was discarded by the facility.